Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for right ventricular (rv) intrinsic amplitude out of range. Presenting electrogram (egm) showed a loss of capture event and possible isolated events of noise with one event oversensed. Additionally, trend data showed a slow decrease in rv impedance from 566 ohms to 428 ohms over the past seven months. Two current isolated measurements of 385 ohms and 222 ohms were noted. Threshold measurements have been stable over the past year. The data was documented and sent to the patient's clinic. An in clinic follow up evaluation could not reproduce noise during isometrics. Bipolar threshold measurements were higher than unipolar threshold measurements and the device was reprogrammed to unipolar pacing configuration. Due to the potential for further noise due to bipolar sensing, the output was reprogrammed to fixed 2.5mv. The system remains in service and no adverse patient effects were reported. The patient will continue to be followed via remote monitoring.